Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer passed functional test. Analysis found the modem ejection pin was broken and the rubber pads on lower case were damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer froze during a patient check. A different programmer was used. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.